Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous high results for 10 patient samples tested for elecsys tsh assay (tsh) on a cobas 6000 e 601 module. Based on the data provided, erroneous elecsys ft4 assay (ft4) and elecsys ft4 ii assay (ft4 ii) results were also identified. The erroneous results were reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with (B)(6) for information on the ft4 erroneous results and medwatch with (B)(6) for information on the tsh erroneous results. When the initial high results were received the samples were repeated on the e601 module again and the results were reproducible. Qc results were also good. The high results were not considered to be correct based on the clinical picture and historical results for each patient. The samples were sent to an external laboratory using the abbott architect method and the results were lower than the results from the e601 module. There is no information to reasonably suggest any patients were adversely affected. The e601 module serial number was not provided.

Manufacturer narrative:
Normal reference ranges for the assays involved are calculated mainly from a caucasian population. Geographical differences may exist. Laboratories can determine their own reference ranges in accordance with applicable guidelines. Based on additional data provided from the customer, a new reference range was calculated for the tsh assay for the population from this customer site. Based on this new reference range, the customer's tsh results are within this normal reference range. Based on the additional data provided by the customer, the customer's ft4 results are well within the normal reference range in product labeling. Based on the information available, a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.